Event description:
It was reported that the patient presented to the clinic for a device check after receiving multiple high voltage therapies for vf. Intermittent ventricular undersensing was observed and therapy was slightly delayed. The device was reprogrammed per recommendations and dfts were successful. A cine was performed at the time of dfts and externalized conductors were observed. The patient was asymptomatic during the test. No plans for revision have been made at this time. The lead remains implanted.